Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
End user reports had pus in his urine and a uti was diagnosed. He was on a treatment dose of cephalexin which just ended a week ago and has been started on low dose cephalexin prophylactic cephalexin 500mg daily for uti prevention. End user further reports that since (B)(6) 2024 he has been hospitalized 6 times and has been at 2 subacute rehabs. During the hospital stays he suffered from utis and even had "cold sepsis" from one in early feb. No photo or additional information is available.

Manufacturer narrative:
Investigation findings: all staff were trained and followed sops. No issues found in raw materials or equipment. Simulation tests confirmed that prolonged bending during transport can cause permanent deformation. Root cause & corrective action: twisting occurred after packaging, likely during transportation due to: lack of fixation inside the carton. Heavier water-sachet end causing bending under vibration. Issue - uti: sterility confirmed: lot: 23b14502 passed all sterilization and microbiological tests. Likely cause: nurse used a catheter after it contacted a contaminated urinal, breaching aseptic technique. Conclusion: catheter deformation: caused by transport-related vibration and lack of internal fixation. Uti: attributed to improper handling by medical staff, not product sterility. Supplier report has been attached to child investigation record. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.